Manufacturer narrative:
Continuation of d10: product ID: b3400060, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type; extension. Product ID; b3400060, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type; extension. Product ID: b3301542, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type; lead. Product ID: b3301542, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type; lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced some improvement in tremor symptoms since the implant; however, the side effects have outweighed the benefits. The patient is experiencing severe issues with impaired balance, which has affected their walking, vision, and speech. Technical services redirected the caller to the healthcare provider to address the patient¿s programming needs. Additional information received from patient asking if they need to send back their external equipment because they had their dbs removed. Patient had the system removed on (B)(6) of 2025. It was affecting their vision and they couldn't figure out why. They "took" out the right probe and that didn't help so they took it all out. Their vision has now improved. The patient is going to see an ophthalmologist.